Manufacturer narrative:
Citation: isabelle ayx, md, rené müller-wille, md, walter a. Wohlgemuth, md, michael pfeifer, md, marc lepiorz, md, heinrich hubauer, md, holger goessmann, md, christian stroszczynski, md, and niels zorger, md. Treatment of acute hemoptysis by bronchial artery embolization with the liquid embolic agent ethylene vinyl alcohol copolymer. J vascintervradiol2017;28:825¿831. Http://dx.doi.org/10.1 016/j.jvir.2016.12.1226 the purpose of this study was to determine the technical and clinical success of bronchial artery embolization (bae) with the onyx in patients with acute hemoptysis. Thirty-four patients (25 male; mean age, (B)(6) y; range 13-78 y) who underwent bae with onyx were retrospectively reviewed. The onyx will not return for evaluation as it was consumed in the reported event and remained in the patient. There is no evidence suggesting the onyx was defective. The cause of the reported events cannot be reliably determined, however, based on the information reported in this study, and review of the IFU, the likely cause of the reported events is related to underlying patient conditions and the bronchial artery embolization (bae) procedure. Additional information has been requested on the reported events in this article, however no response has been received. Should the information become available a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that of 34 patients receiving bronchial artery embolization (bae) with onyx to treat acute hemoptysis, 2 patients did not achieve hemostasis and subsequently died. In one patient, the hemoptysis could not be stopped, and the patient died immediately following the embolization procedure. In another patient, embolization of the respective bronchial artery was technically successful, but a fatal recurrence developed at the end of the procedure.